Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom. Evaluation confirmed and reproduced the reported symptom of "keypad failure", finding the keypad to have an automatic additional output of the #1, #2, and #3 keys when the #4, #5, and #6 keys are depressed. Evaluation determined the cause to be a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device experienced a keypad failure. There was no patient involvement.